Manufacturer narrative:
Corrected data- g1: manufacturing plant and address.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. On unknown date, an aortic dissection was reported. The patient is being monitored with conservative treatment. The date of onset, site of onset, and causal relation with gore devices are unknown currently.